Event description:
It was reported by the patient that post a coronary stenting treatment procedure, the patient experienced hypersensitivity. The patient had a 2.75x16mm taxus express2 drug eluting stent (des) implanted and it was noted that the patient's leg had been numb since the device was implanted. The patient reported that initially the numbness was from the thigh down, but at the time of the complaint, the numbness was only from the knee down. It was also reported that there was swelling around the front of the shin. The patient has also recently experienced a rash on the stomach which started to bleed. It was noted that the rash has finally cleared up after a "couple of weeks", although the skin is still rough at the site of the rash. Follow up with the physician was not possible as the patient declined to provide the physician contact information.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.